Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Volun (B)(6) 2014: performed shoulder arthroscopy for decompression. The use of stryker shaver was applied. Started with size aggressive plus that failed twice. One seized up and the following one made abnormal noise. Used size 5 bur with no problem on same multi-use handle. Teeth bur seem to be over top of safety guard with slight bulge at distal portion of product. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: deformed cutter teeth. Incorrect gap between cutter/housing. No/minimal clearance between cutter and housing. Excessive runout. Excessive wear/gall. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
Volun 30-oct-2014: performed shoulder arthroscopy for decompression. The use of stryker shaver was applied. Started with size aggressive plus that failed twice. One seized up and the following one made abnormal noise. Used size 5 bur with no problem on same multi-use handle. Teeth bur seem to be over top of safety guard with slight bulge at distal portion of product. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.